Event description:
The customer reported "error current test device is deactivated". There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.